Event description:
Ous MDR - it was reported that this lead was explanted due to oversensing and suspicion of insulation damage.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion along the lead body were noted. Especially 19 cm distal region of the is-1 connector pin, the insulation was damaged due to fraying. In this area, the coating of the rope conductor to the ring electrode showed damage. The inner conductor helix was deformed. The oversensing mentioned in the complaint is with high probability the result of the insulation damage. The position and kind of the fraying are characteristic for massive mechanical stress on the lead due to strong bending and pressure against the generator housing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.